Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(6) list 7c18 that has a similar product distributed in the us, (B)(6) list number 1l82.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided for sid (B)(6), a male patient with (B)(6). (B)(6) result: 5.21 miu/ml (B)(6), (B)(6) result: 5.10 miu/ml (B)(6), (B)(6) result: 4.69 miu/ml (B)(6), (B)(6) result: 5.21 miu/ml (B)(6), (B)(6) result from the pardini laboratory: anti-hbs result: 11.2 miu/ml, (B)(6) result from the db laboratory: (B)(6) result: 11.42 miu/ml. Per the 7c18 package insert, specimens with concentration values greater than or equal to 10.00 miu/ml are considered (B)(6) by the (B)(6). No gray zone configuration or details about the customer was provided. There was no impact to patient management reported.

Manufacturer narrative:
Result from the customers reference laboratory were provided on (B)(6) 2018: anti-hbs result: 11.42 miu/ml reactive, and hbsag result: non-reactive. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.